Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the left ventricle (lv) lead dislodged post implant procedure. Surgical intervention was performed to replace the lead, but was unsuccessful as the physician was unable to re-enter the coronary sinus. It was indicated that the patient will need to be rescheduled for another revision procedure. The device will not be returning, as it was discarded.